Event description:
It was reported that this lead was a case of an attempted implanted due to other/non product experience. This lead was replaced and never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).